Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Still implanted in patient.

Event description:
It was reported from the (B)(6) by the ventricular assist device (vad) coordinator that the patient was found dead at home on (B)(6) 2014. Not further information is available at this time. The device remains implanted and will not be returned to the manufacturer for evaluation.